Event description:
The physician had deployed the device into the posterior cerebral artery (pca)aneurysm when a spasm occurred. The patient was given cardene, dose unknown, to treat the spasm. The physician was attempting to remove the device when it prematurely detached. A few loops of the coil were inside the aneurysm and the remainder was protruding into the parent vessel from the pca p1 segment to the left vertebral artery. The physician took no actions to deal with the protruding coil and there was no neurological deficit to the patient.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. Vasospasm is a known and anticipated complication associated with such procedures and is noted as such in the labeling. From the investigation and the information provided, the most likely cause of the coil protrusion is operational context.

Event description:
The physician had deployed the device into the posterior cerebral artery (pca) aneurysm when a spasm occurred. The patient was given cardene, dose unknown, to treat the spasm. The physician was attempting to remove the device when it prematurely detached. A few loops of the coil were inside the aneurysm and the remainder was protruding into the parent vessel from the pca p1 segment to the left vertebral artery. The physician took no actions to deal with the protruding coil and there was no neurological deficit to the patient.

Manufacturer narrative:
Additional information from the user facility stated that the coil was not stretched and no resistance was encountered prior to the coil prematurely detaching. (B) (4) coil protrusion.